Event description:
The customer reported that during a cystoprostatectomy, although the device was activated, no sealing occurred. There was no end tone. Another device was used to complete the procedure, but this caused the procedure to be extended by an hour. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.